Manufacturer narrative:
(B)(4) (persisting back pain, revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2007, the patient underwent anterior lumbar interbody fusion surgery on the on the lumbar region of her spine from vertebrae l4 to l5. Reportedly, rhbmp-2/acs was used in this surgery. The rhbmp-2 collagen sponge was placed outside a cage, in the disc space. Post-op, the patient experienced increasing low back pain and associated radiculopathy in her lower extremities. Pain ultimately compelled the patient to undergo a revision surgery on (B)(6) 2008.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: the patient was pre-operatively diagnosed with: 1) herniated disc with stenosis at l3-4. 2) status post fusion l4-5. 3) pseudoarthrosis of l4-5 fusion. She underwent the following procedures: 1) l3-4 posterolateral fusion. 2) segmental instrumentation posterior lumbar. 3) harvesting, preparation of bone morphogenic protein mosaic graft. 5) l3-4 laminectomy for decompression of nerve roots. 6) l3-4 posterior lumbar interbody fusion. 7) insertion of cages l3-4. 8) instrumental fusion l4-5. As per op-notes, ¿the iliac crest was stripped and exposed. Gouges were used for cortical gouges. Cancellous bone was harvested for bone graft. This was a volume graft that needed to be harvested. Given the patient's obesity and dense cortical bone, we elected to supplement the graft with bone morphogenic protein and mosaic matrix¿ the transverse processes of l3 and l4 were decorticated and bone grafted for the posterolateral fusion at that level. The l5 transverse process was grafted at that level. This was decorticated. The pedicle screws were connected up to the rods. This was the expedium system from depuy johnson and johnson medical. Final x-rays were taken to confirm proper positioning of all implants. Graft material was placed in the posterolateral fusion zones at l3-4, and a little bit at l4-5. Next, a meticulous layered closure of the incision was accomplished after an epidural catheter and pain paste was placed.¿